Event description:
It was reported that during the implant attempt, the lead was attempted multiple times and kept dislodging and was not used. The physician asked for a new lead. That lead was also attempted multiple times and kept dislodging and was not used. A third lead was then implanted successfully. The physician felt that the reason why the first two lead kept dislodging was due to the patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).